Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that the patient had an infection and the patient¿s incision was not healing properly. There was yellow substance excreting from the incision site. The health care provider determined an infection was present and completely removed the pump and catheter. A culture was taken during the explant, from the pump, and from the spinal incision site. The results were pending. The pump was used to deliver baclofen.